Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot # has been provided by the complainant.

Event description:
It was reported that when the district nurse removed the dressing to flush the PICC, she found that the end connection had come away from the PICC, and the PICC had migrated up the vein into the atrium.